Manufacturer narrative:
A product investigation was completed: the complaint condition for the unknown veterinary screw was likely caused by the use of excessive torque during removal; however, this complaint is not a result of any design related deficiency. It is probable that the screw is the vs303.036; however, this is impossible to confirm given the condition of the screw. Per the technique guide, the vs303.036 veterinary screw is an implant routinely used in the standard tibial plateau leveling osteotomy (tplo) system. The device was returned and reported to have become broken during removal. This condition is confirmed; the screw head snapped off where the base of the screw head meets the shaft. It is likely that the use of excessive torque during removal led to this complaint condition. The balance of the returned device is in fair condition consistent with insertion and removal. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned veterinary procedure on (B)(6) 2015, while removing left tibial plateau leveling (tplo) hardware, an unknown 3.5 mm locking - star drive screw head snapped off. The screw shaft was retrieved by removing the other five screws, prying off the plate and then grasping the screw shaft to twist it out. The veterinarian reported that original left tplo procedure was performed on (B)(6) 2014. Post-operative osteomyelitis was suspected. Patient outcome was reported as ¿osteotomy healed, normal recovery expected¿. This report is for one unknown 3.5 mm locking - star drive screw. This is report 1 of 1 (B)(4).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process.the incorrect complaint number was reported on the initial report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown 3.5 mm locking - star drive screw.this is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was used in a veterinary case - no patient information will be reported. This report is for one unknown 3.5 mm locking - star drive screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.